Event description:
It was reported by the affiliate that during a lung biopsy procedure, the stapler did not fire, was the second firing with a gold reload. It was used in the lung. The surgeon does not used reinforcing material, no staples crossed another line, and I did not hear any unexpected noise. The surgeon had to convert to open and use a ntlc. One device was discarded. (B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.the batch record was reviewed and no anomalies were noted during the manufacturing process.additional information has been requested; no response has been received to date.